Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing, the fse found that the system application was not booting intermittently, and it confirmed the software issue. To resolve the reported issue, the fse loaded the software from scratch and performed required system settings. After reloading the software and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.